Manufacturer narrative:
Physio determined that the cause of the reported failure was due to a failure of a resistor, designator r35 from the digital pcb assembly. R35 had confirmed process residue, which caused the reported failure.

Event description:
It was reported that the device displayed all three icons (attention, service, and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.